Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
The pad device was installed on (B)(6) 2010 and operated successfully until (B)(6) 2011. Self test failures occurred after this date and alerting the user to a low battery. Indicator being illuminated and an audible beep. The problem with the device was attributed to a fault with the pogo-pins. The fluctuation in voltage was considered sufficient to trigger low battery warnings. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.